Event description:
It was reported to manufacturer that diagnostics testing showed high lead impedance during an office visit. The device has been switched off. No patient manipulation or trauma occurred to have contributed to the event. The patient has experienced an increase in seizures; however, no programming or medication changes contributed to the event. It is unknown if the increase is above, below or back to pre-vns baseline and what the relationship of the event to vns is. X-rays were performed and the surgeon visualized a lead break; however, they were not sent to manufacturer for review. The patient is on a waiting list for surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.